Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient lost stimulation coverage and pain relief and the electrodes had high impedances. Contributing factors were reported to be multiple traumatic events to body. The system was explanted and replaced with new. Patient is reported to have good coverage of the low back to toes bilaterally postop.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial #(B)(4), found insignificant anomalies as the device passed all functional testing. Analysis of the lead, serial # (B)(6), found a breach of the outer insulation due to environmentally assisted degradation in the body of the lead. The insulation was consistent with metal ion oxidation (mio) on circuits #0-7 of the lead 6.3 cm from the distal end. It was also observed that the lead was not fully seated into the ins connector port. Other applicable components are: product ID 39565-65 serial# (B)(4) implanted: (B)(6)2010 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.